Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram and eeprom assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of bootup terminated. The fse determined the cause of the problem to be sram corrupted. The fse replaced the sram and verified system functionality. Application software for the system resides on the sram card located in the on-board solid state disk drive. A coin battery is incorporated to maintain the software when main power is removed. A failure of the sram would result the system not booting. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.